Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The peritonitis was manifested by cloudy fluid. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of fortum (1 gm daily for seven days) and ip injection of vancomycin (1 gm every fourth day for seven days) for the event. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event (reported as two days after event onset). On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.